Event description:
It was reported that the lens in the patient's right eye was explanted and replaced with a different model and diopter lens due to a posterior vault.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.